Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 400 mg/dl and the meter doesn't work properly. Troubleshooting explained the meter to the customer and how to deliver a bolus. The customer was advised to follow up with their doctor regarding the high blood glucose as the customer declined further troubleshooting.